Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging a meter memory issue with her onetouch ultramini meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began on (B)(6) 2014 at 5:00pm. The patient claimed the meter memory results were stamped with the incorrect date and time. The patient informed the csr that she manages her diabetes with self-adjusted insulin and denied making any changes to her usual diabetes management regimen in response to the alleged meter issue. The following morning after the alleged issue began, the patient reported developing symptom of being ¿non-responsive¿. In response to her symptom, the patient claimed emergency medical services (ems) were contacted and at 6:45am they performed a blood glucose test with their device and obtained a result of ¿46 mg/dl¿. The patient claimed they treated her with glucose gel and soda toast. At the time of troubleshooting, the customer services representative (csr) noted the subject meter was not being used for the first time. The csr walked the patient through resolving the alleged meter memory issue and the alleged issue could not be resolved. Replacement products were sent to the patient. Medical surveillance was unable to reach the patient to clarify if they believed the device contributed to the adverse event. Medical surveillance believes it is unlikely that the date and time meter memory issue contributed to the event because blood glucose monitoring was able to be conducted as usual. However, this complaint is being reported because, the patient was treated for severe hypoglycemia by an hcp while using the product and the patient was unable to deny or confirm the relationship between the device and the event.

Manufacturer narrative:
Follow-up 1: supplemental report (01/22/2015). On 01/21/2015, additional information was obtained from the patient during a follow-up call. During the follow-up call, the patient stated that they did not attribute their symptom to the reported meter memory issue. Based on the additional information provided, there is no indication that the alleged product issue caused and/or contributed to a serious injury, therefore complaint classification is being changed to malfunction.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.